Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A surgeon reported the microscope power shut down during a cataract procedure. The case was not completed. The patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The stand was replaced and the cables were reseated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The stand was manufactured on september 11, 2014. Based on qa assessment, the product met specifications at the time of release. The reported event can be attributed to cable strain in the (B)(6). An internal investigation was opened to address the issue. (B)(4).